Manufacturer narrative:
. Visual examination of the returned instruments found the locking tabs were slightly sprung outward. The blade exhibits wear marks on the outer diameter surface. A complaint search based on the product and lot number combination found no other complaints received. The device was used for treatment. The most probable root cause for the locking tabs to be sprung outward is due to multiple uses, including re-cleaning and re-sterilization of a single-use device. Once the tabs have begun to spring outward, the patella reamers will no longer fully seat in the cut guides, resulting in a failure to lock in place. The package insert provides a warning regarding re-use of a single use device: "reuse of a single use device that has come into contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents." This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during use of the patella reamer balde, the surgeon noted there was too much stress on the blades and they did not seat into guide.